Event description:
On (B)(6) 2012, pt's clinical specialist stated she wanted to report an incident that occurred. Clinical specialist reported, the pt and her daughter had been trained by a certified pump trainer. Clinical specialist stated, the pt's infusion device alarmed when it had 20.0 units of insulin left in the cartridge. She panicked and instead of waiting on her daughter to come and assist, she filled the insulin cartridge on her own. Clinical specialist reported, the pt then attached the infusion set tubing to the insulin cartridge and back to her infusion site without returning the piston rod. Clinical specialist stated, the pt placed the insulin cartridge back into the infusion device while the piston rod was still at the top of the cartridge compartment and kept twisting while she was putting the cartridge into the pump all the time inserting the insulin into her body. Clinical specialist reported, the pt called her trainer to tell her what happened and was instructed to call 911. Clinical specialist stated, pt called 911, next she called her daughter and then was taken to the hospital where she was admitted to intensive care overnight to watch her blood glucose levels. Clinical specialist reported, they watched her overnight and her blood glucose level didn't go very low due to pt's high resistance to insulin. On follow up call, trainer reported, pt was treated in the emergency room with an IV of d5w or d5rl. Trainer stated, the pt was stable and was released on (B)(6) 2012 after lunch. Trainer reported pt's blood glucose level went down to 70 mg/dl. Pt's normal blood glucose level is 200 mg/dl or below. Trainer reported, the pt called and stated,the infusion device was alarming with an a1 (cartridge low). Trainer stated, the pt reported she felt a burning at the infusion site and felt like she had pushed the entire cartridge of insulin into her body with the infusion set tuning still connected to her infusion site. Trainer reported, the pt didn't return the piston rod while doing a cartridge change, inserted a new cartridge, and pushed insulin from the new cartridge into her body while inserting the new cartridge down on the piston rod. Pt was not disconnected from her infusion site. Trainer stated, the amount was not determined although, the pt reported, the cartridge was full of insulin and was now empty. Trainer advised pt to call 911 but the pt refused and her daughter took her to the hospital. Pt was alert upon trainer's arrival at the hospital. Pt has not been back on the infusion device as trainer reported pt was going to be retrained. No product return was requested.